Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the false upstream occlusion alarm caused by a failed upstream sensor. Eval found the lower reading on the upstream sensor to be out of spec. This resulted in increased sensitivity to upstream occlusions, causing the false alarms. The failed upstream sensor was replaced.

Event description:
It was reported that a spectrum infusion pump had a false upstream occlusion. It was also reported that there was no pt involvement.